Event description:
It was reported that the vns patient was experiencing an increase in seizures which the physician attributed to the depleting battery life of the device. The patient's device was tested during an office visit on (B)(6) 2015 and showed normal device function and battery status. The patient was referred for surgery but no known surgical interventions have occurred to date. Clinic notes were received for the patient's office visit on (B)(6) 2015 indicating that the patient was experiencing 1-2 seizures per month. Prior to vns, the patient had 4-5 seizures per day for three consecutive days and then may not have his next seizure until a few weeks later. Follow-up revealed that the patient had seven seizures that were believed to be above the patient's pre-vns baseline levels. The patient was initially experience an increase in seizures in the mornings so the patient's medications were adjusted; however, the patient began experiencing an increase in seizures in the evenings. No further information regarding the event has been received to date.